Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was instructed by technical support (cts) to perform several corrective actions, including disconnecting tubing, tightening connections, and delivering boluses, which initially did not resolve the issue. Eventually, the customer was advised to load a new, empty cartridge onto the pump and deliver a bolus successfully. Customer was instructed to replace supplies as necessary and resume insulin, with additional assistance offered if required.